Event description:
Caller (point-of-care coordinator, (pocc)) reported two false negative urine hcg results for one pt. A (B)(6) pt presented with chest pains on (B)(6) 2012. Pt samples were collected at 21:40 and 23:30 and results were negative. Quantitative serum hcg result: plasma on siemens rxl = 62,000 miu/ml. Pregnancy was also confirmed by ultrasound showing twins. No other pt info provided. Testing technique: internal/external controls: fine; external controls repeated on morning of (B)(6) 2012 and were fine. Kit storage: room temperature. Read time: pocc instructed the ER staff that urine is 3-4 minutes. Timer use? Pocc does not see a timer in the ER area. Age of specimen and storage if applicable: fresh. Specimen at room temp when tested? Not sure. Pouch/canister opened just prior to testing? Not sure. Color/clarity of urine? Yellow/cloudy. If cloudy, was it spun down or allowed to settle out? ER does not have capability to spin samples; pocc does not know if sample was allowed to settle before testing.

Manufacturer narrative:
Pt samples were not returned for investigation. Product support tested (B)(4) retained devices at low cut off and (B)(4) retained devices at high cut off with in-house controls. Investigation results for retained testing: controls: 20 miu/ml hcg urine lot: hcg120130-01; 210.0 iu/ml hcg urine lot: hcg120517-01; 202 iu/ml hcg urine lot: hcg120522-01; 207 iu/ml hcg urine lot: hcg120306-01. Summary of results: the 20 miu/ml (n=15), 210.0 iu/ml (n=5), 202 iu/ml (n=5) and 207 iu/ml (n=5) hcg urine controls all yielded correct positive results at 3 minutes reading time with retention devices. Conclusion: customer's complaint could not be reproduced in-house with control samples. Hcg urine controls at cut off and high levels were tested with retained products. All results met qc specification. No false negatives were observed. No abnormal finding during manufacturing document review. Pt was pregnant with twins and had a hcg serum quantity of 62,000 miu/ml. Hook effect cannot be ruled out. Root cause of complaint could not be determined. As of (B)(4) 2012, (B)(4) complaint has been reported against lot #hcg1110042. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.